Manufacturer narrative:
Pump was checked and no error was found. Device was tested with a run and no issue could be identified. Unit returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 roller pump. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that a s5 roller pump 150 gave an error related to motor control failure. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: despite several attempts to retrieve information about error code and/or log files to investigate the issue, no further information was provided. A device service history review has been performed and identified that the unit was manufactured in 2006 and no other similar event has been reported. Based on all the gathered information and the review of device service manual, the reported issue may be related to: - temporary electrical failure definitively fixed by service technician throughout the equipment check; - user error: some error code may be caused by hand crank without turning the pump off, occlusion set too hard, wrong tubing inserted, foreign material in the raceway.

Event description:
See initial report.